Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak, and insertion difficulty could not be conclusively determined.

Event description:
During the procedure, an air leak was noted when the introducer was inserted into the left femoral vein. The guidewire was attempted to be reinserted, however, it was unable to be passed through the introducer. The introducer was left in the inferior vena cava, and a second introducer was inserted in the right femoral vein, and placed in the right atrium to complete the procedure. There were no adverse consequences to the patient.